Manufacturer narrative:
Manufacturing report: conclusions/corrective actions: according to the failure analysis performed the samples received with the complaint meet the dimensional and functional evaluation. Defect reported by the customer could not be duplicated and root cause could not be identified. Visually, the samples were found with the thread of the barrel damaged (over thread) this should be due to use of the product. During the dimensional and functional evaluation samples did not showed any value out specification or failure. No corrective actions were taken.

Event description:
Customer reports, "upon starting injection, an extension tube and a blue lure lock blew off."